Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's patient profile was not shown in the station. A technical support specialist connected to the server verified the station interface communication and confirmed that messages were processed from the cce. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation system patient is not shown in the station. The customer stated that user was unable to remove the meds to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient is not shown in the station due to software issue. A technical support specialist connected to server and verified the interface communication. Subsequently, the specialist examined the patient in ext.vw_receivedmessagesummary and assessed the station communication. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system patient is not shown in the station. The customer stated that user was unable to remove the meds to the patient. There were no adverse events or injuries reported based on this incident.